Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the there was a pump exchange on (B)(6) 2025 due to infection. The patient had a driveline infection but came in with positive blood cultures and was found to have an abscess at old thoracotomy site. Gortex was used on initial implant. After exchange, the patient came out of the operating room on right ventricular assist device (rvad). The infection was well controlled after exchange, but the patient was unable to be weaned from ventilator or rvad and required dialysis. The patient developed right ventricular (rv) failure after pump exchanged. The patient passed away on (B)(6) 2025 due to multisystem organ failure. The pump worked as anticipated. This was all thought not to be related to the ventricular assist device (vad). It was unknown whether pump would be explanted or returned. Due to hospital policy, no further information provided. Additional information received confirmed that the patient had a centrimag rvad with oxygenator.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported events, as well as the subsequent patient outcome, could not be conclusively established through this evaluation. The account was reportedly unable to provide the serial number for the centrimag blood pump. Additionally, the device was not returned for evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The centrimag blood pump IFU lists multiple organ failures/dysfunctions (including respiratory failure and renal failure/dysfunction) as adverse events that may be associated with the centrimag circulatory support system. No further information was provided. The manufacturer is closing the file on this event.